Event description:
The customer reported that after an rf ablation procedure, they noted a 3rd degree burn at the incision site. Debridement and skin graft were required. The pt's hospitalization was extended. A metal guiding needle was used during the procedure. No further info is available at this time.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.